Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the proximal insulation was abraded/damaged at 25 cm to 25.5 cm from the connector pin. The proximal coil was fractured and broken. The damage is consistent with physiological factors (i.e.: rib- clavicle crush).